Event description:
The customer obtained non-reproducible vitros trop I es results on a single pt sample on vitros eciq. Biased results of the direction and magnitude observed, could lead to inappropriate physician action. The initial result was not reported. There were no allegations of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eciq system were operating as intended. The investigation determined that the customer is not following the sample collection tube MFR's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be throughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause of the falsely elevated result is most likely user error associated with pre-analytical sample processing.